Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. The system was working as intended. (B)(4). The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that there was an inaccuracy on t5 medially. A revision case was scheduled to resolve the inaccuracy for a later date. There was...

Manufacturer narrative:
The software analysis was unable to determine the probable cause of the reported issue because the reported behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Update from the manufacturer representative stating that they received a call last night from health care professional (hcp). They do not believe that this was a navigation issue. The hcp stated it never should have been reported as an inaccuracy. They also stated the patient had several issues anatomy wise.